Event description:
The following has been reported: the device reports "remove the entire syringe". Fault diagnosed in a bad pressure sensor. The pressure sensor was replaced with a new one and the device was completely calibrated. The device is functional and safe after repair. Quality control performed. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.